Event description:
The pt is experiencing intermittent lock between the internal device and external equipment, which is temporarily resolved by applying pressure to the device. In addition, the pt is experiencing high power consumption. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.